Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) level reached over 400 mg/dl while wearing the pod between for approximately 12 hours. After realizing elevated bg levels, the patient removed the pod and noticed that the pink slide did not move forward. The patient confirmed that the cannula was inserted in the skin during wear, but the pink slide did not move; this indicates a needle mechanism failure. As treatment, a new pod was activated.